Event description:
The customer reported that the system failed to boot. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The gib (generator interface board) and ups (uninterruptible power supply) were evaluated and replaced. The system was tested and found to be working as intended and returned to service.